Event description:
As reported by the user facility: customer reports that pump "did not infuse at proper rate". Customer is unsure of what rate was set or what medication was used. This was used in an oncology clinic. Customer verbalized that she did not turn pump back on after the complaint was made.